Event description:
Information was received indicating that smiths medical medfusion 4000 over delivered. It was reported that the pump was programmed to deliver lidocaine. The drug library on the pump was a previous version where the dose was programmed in mg/kg/min whereas the current drug library had the dose in mg/kg/hr. Doctor did not notice the dose units were incorrect and programmed an infusion that was 60x faster than intended. It was noticed that the plunger was moving faster than expected and the infusion was stopped after about 3 minutes. The reporter also stated that the only way to know the version of drug library is correct is to watch the screen during startup. Once the pump finishes starting, it is hard to know which version is loaded. The customer investigated the pump and found that the pump lost its wireless connectivity and therefore could not update its drug library. It appears that the wireless connection script was corrupted or deleted on the pumps and proper function was restored after the wireless script was reloaded on the pump. It is unknown why the script would be deleted or corrupted. The customer experienced the script corruption issue on multiple pumps.